Event description:
It was reported during in clinic follow up that the left ventricular lead displayed a loss of capture. Dislodgement of both the right ventricular lead and the left ventricular lead was confirmed on chest x-ray. The products were explanted and successfully replaced. There were no patient consequences.